Manufacturer narrative:
Analysis description: final analysis confirmed that the lead was bent at 48.0cm from the connector pin. Analysis found that the insulation was crushed at 23.0cm to 25.0cm from the connector pin, which offset the outer coil. The damage sustained resulted from clavicular crush. The damage found likely resulted in the reported noise and impedance issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a presyncopal patient presented to the clinic. Upon interrogation, the atrial lead exhibited noise and low impedance. The lead was explanted and replaced. Visual inspection of the lead revealed that the lead was bent and a suture was in the insulation. The patient was in stable condition post procedure.